Event description:
It was reported that this was a bilateral arteriotomy closure of the right and left common femoral arteries (rcfa and lcfa) using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the suture was not attached to the needle when the plunger was pulled back. This occurred with three prostyle devices in a row. Two devices failed in the rcfa and one device failed in the lcfa. The sutures of two new prostyle devices were successfully pre-placed at each access site. The sheath was upsized to a large bore sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.